Event description:
It was reported that on 07 june 2024, a 27mm c navitor with radiopaque markers was implanted in a patient. Per the physician, difficult implant, the depth was 4 on the non-coronary cusp and 8 on the left -coronary cusp. There was calcification extending beneath the aortic annular plane in the interventricular septum. On (B)(6) 2024, the patient had a parement pacemaker implanted. The patient is stable,

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 0-5 mm depth of implant of the device. It was reported that the final implant depth of the valve was 4mm ncc and 8mm lcc and found calcification extending beneath the aortic annular plane in the interventricular septum which may have contributed to the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based of the information reviewed, the cause of the reported incident was due to patient condition and procedure but could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.